Manufacturer narrative:
Analysis identified the pump motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. (B)(4).

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was put in minimum rate mode on (B)(6) 2015. The pump recovered from the motor stall on (B)(6) 2015 and stalled again on (B)(6) 2015 and has not recovered. The patient was still reporting symptoms of withdrawal. The patient wanted to move forward with the explant, but the health care provider (hcp) wanted to first turn the pump off. The pump off password was obtained and the pump was to be turned off. Additional information has been requested regarding the patient¿s outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the battery of the pump ran out prematurely. Device malfunction, that is the device did not do what it was supposed to. See attached medwatch.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a motor stall with delivery failure. It was noted the patient experienced pain, withdrawal, and spasticity. The patient was hospitalized and the pump was shut off on (B)(6) 2015.

Event description:
It was reported that critical pump alarm due to pump motor stall was heard and confirmed by telemetry. The motor stall was noted in the event logs with no motor stall recovery recorded. The logs indicated that the motor stall occurred on (B)(6) 2015 with tube set on (B)(6) 2015. On (B)(6) 2015, the patient started hearing the alarm but did not realize it was the pump that he was hearing. That same day the patient started having flu like symptoms and had diarrhea. The patient went to the hospital on (B)(6) 2015. They had been weaning the patient because he wanted the pump removed. Therefore, the pump was just going to be silenced and programmed to minimum rate mode and pump explanted was to be scheduled. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.